Event description:
We had two 1000 ml vacuum body fluid bottles arrive from (B)(6) with a gash in the rubber stopper rather than a pinhole, the first caused a huge mess with peritoneal fluid all over when handling, the second fluid that arrived we did look at the stopper before handling and had to figure out how to get the fluid out without a possible exposure/mess. I have already notified the (B)(6) nurse and (B)(6) director of this issue, they are also looking into this immediately and communicating with their staff. The two lot numbers are: lot #g152334 exp. 09/30/2022 and lot #g150552 exp. Manufacturer response for evacuated container, baxter (per site reporter): took report to evalute product.